Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/21/2024, it was reported by a sales representative via phone that qty. 3 of an ar-3680 fibertak button implant system had an issue during a biceps tenodesis procedure on (B)(6) 2024. When the surgeon drilled through the guide and inserted the first anchor, the anchor went in and held fine. Every time he shuttled the stitch, however, the implant would not seat and come out. The sutures and the anchor were removed from the patient in one piece, and nothing broke inside the patient. When using the second ar-3680 fibertak button implant system, the surgeon tried to hold the anchor with tension on it, but the second anchor would also not seat. The same issue occurred when using a third ar-3680 fibertak button implant system; the anchor would not seat. Both of those times, the sutures and the anchors were also removed from the patient in one piece; nothing broke inside the patient. The case was completed successfully with an ar-1927bct suture anchor, biocomposite corkscrew ft, with an unknown lot number. There was no adverse effect to the patient. A case delay of 10 minutes was reported, and no additional anesthesia was administered to the patient. All three devices were discarded, and no pictures were taken. This occurred during use with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a user such as improper bone preparation, misaligned insertion, prying/leveraging, the device during use. The complaint allegation was not confirmed, the device was not received for evaluation, and no evidence of the product failure was received for evaluation.